Event description:
The manufacturer received information regarding a ds2 device. The patient alleged that the device is overheating and hot to the touch. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.